Manufacturer narrative:
(B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a revision surgery was performed on (B)(6) 2019 to remove an unknown plate and was implanted with another plate on the femur. During removal, a screwdriver could not be attached to an unknown locking screw properly, thus, the screw head was stripped. The screw was removed with an unknown extraction tool. The screwdriver shaft was noted rounded when the surgeon checked the tip of the shaft. There was a surgical delay of thirty (30) minutes. The patient was stable after the surgery. Concomitant device: unknown plate (part# unknown, lot# unknown, quantity# 1). This report is for one (1) small hexagonal screwdriver. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The distal tip of the complained screwdriver is worn out and slightly twisted. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 8831164 was manufactured in march 2014 and all parts were according to our specifications. All devices were sold meanwhile, and we are not aware of any quality issues associated with this article- and lot number. Summary: due to the worn out tip, the complaint condition is rated as confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. The damage at the tip indicates that a mechanical overloading situation during screw removal or simply regular wear is most probably the reason for the deformation of the tip. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot, part: 314.070, lot: 8831164, manufacturing site: haegendorf, release to warehouse date: 26.mar.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.